Manufacturer narrative:
This complaint is related to MDR number: 1828100-2013-00875.

Event description:
The product surveillance tech reported that during routine testing of the device at the service center, there was residue/corrosion within the inter-connection of the controller module and flow sensor cable. The residue/corrosion was found to be causing intermittent erroneous flow displays. There was no patient involvement.